Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6 x 4 mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter (bc) would not hold pressure upon inflation at the target lesion site in cephalic vein as it had a pinhole sized puncture. There was no reported patient injury. The device will not be returned for evaluation because it was discarded by customer.

Manufacturer narrative:
Additional information was received and section b5 (description of event) was updated below. Addendum for additional information received: as reported, the 6 x 4 mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter (bc) would not hold pressure upon inflation at the target lesion site in cephalic vein as it had a pinhole sized puncture. There was difficulty removing the stylet or any of the sterile packaging components. There was no reported patient injury. The intended procedure was angioplasty/ fistulagram. There was no vessel tortuosity and lesion calcification. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion. The device was stored and handled per the instructions for use (IFU). The device was prepped normally per the IFU. There was no reported difficulty removing the product from the balloon cover and from the hoop. There were no damaged noted prior inserting the product into the patient. The contrast to saline ratio was 50%. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The product was removed intact (in one piece) from the patient. The procedure was completed without complications. The device will not be returned for evaluation because it was discarded by customer. Other additional procedural details were requested but were unknown.

Manufacturer narrative:
The 6mm x 4mm x 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter (bc) would not hold pressure upon inflation at the target lesion site in cephalic vein as it had a pinhole sized puncture. There was also difficulty removing the stylet. There was no reported patient injury. The intended procedure was angioplasty/fistulagram. There was no vessel tortuosity and lesion calcification. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion. The device was stored and handled per the instructions for use (IFU). The device was prepped normally per the IFU. There was no reported difficulty removing the product from the hoop, the balloon cover or any of the sterile packaging components. There were no damages noted prior inserting the product into the patient. The contrast to saline ratio was 50%. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The product was removed intact (in one piece) from the patient. The procedure was completed without complications. Other additional procedural details were requested but were unknown. The device was not returned for evaluation because it was discarded by the customer. A product history record (phr) review of lot 82174256 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ and ¿packaging/pouch/box removal difficulty-stylet¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors may have contributed to the reported event. It is likely the catheter encountered a sharp object which may have damaged/punctured the area. It was also reported that there was some difficulty removing the stylet, if too much force is used and care is not taken, the balloon material may become damaged inadvertently. However, without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Consider the use of systemic heparinization. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.